Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va055k9, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va055k9, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Additional information received reported the patient had ¿one surgery¿ and that did not work, so they had another surgery.¿ the ¿second time¿ was done without the patient being asleep and ¿things¿ were moved around. It was indicated to be ¿very¿ painful.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va055k9, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va055k9, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the patient never had therapeutic effect. She was implanted four days prior to the report. The trial worked for her, she felt "tingly," but the permanent implant felt like a painful pressure. It was stated that a surgical revision might need to occur. It was further reported that the patient did not have effect because the placement of the lead was bad. A revision was done on (B)(6) 2014. It was unknown the lead was just added or if it was removed and a new one was put in. It was also reported that the surgery was on (B)(6) 2014 and that they removed the lead placed in (B)(6) and put a whole new lead in. The previously implanted lead was discarded. There was no device issue and the doctor placed it poorly. It was stated that "he had very poor technique and basically said it was good enough and said let's see if the patient gets stimulation when we wake her up." There was no issue with the lead. The revision went very well and there were no issues. The patient was getting a 50% reduction in symptoms and was doing well.